Event description:
The reporter indicated that a 13.2mm vtich13.2 +1.5/6.0/092 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2022. Refractive surprise and lens rotation was observed. Lens remains implanted. Cause is reported as unknown.

Manufacturer narrative:
Weight-race:unk. PMA/510(k): this product is not marketed in the us. Claim#: (B)(4).